Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage. The complaint regarding damage at the front of the insulation was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, there was damage noted at the front of the insulation on the maryland bipolar forceps. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. No conductor wire damage was observed. The complaint regarding damage at the front of the insulation was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and deemed all right to use. The damage was observed during the cleaning process. When asked if the wire was exposed due to damaged insulation the reporter responded damaged insulation. The cable was intact. There was no loss of cautery and no signs of thermal damage at the site of the insulation damage. When asked if the instrument collided with any other instrument the reporter indicated probably. There were no problems removing the instrument through the cannula. The procedure was completed with the same instrument. No fragment fell inside the patient. No photographic images are available for review.